Event description:
The healthcare professional (hcp) of the home pt (hp) reported the hp felt full, as if they were overfilled, while using the homechoice cycler for apd therapy. The hcp relates that during the therapy the hp reported that the cycler appeared to move immediately from the dwell phase into the fill phase and "skipped" the drain phase altogether. The hcp subsequently requested a replacement cycler. There was no pt injury or medical intervention as a result of this incident.